Manufacturer narrative:
H3: two used cassettes were received for evaluation, and four customer images were provided for review, showing the cassette and cap connection. As received, the red caps used in the cassette luer were not returned. During intake, the red caps were misplaced during decontamination and unable to be tested. Functional testing was performed, and no leaks were observed from the luer connector. The complaint of leakage cannot be confirmed nor replicated.

Event description:
It was reported that there has been leakage in the cap/port of the cassette used in compounding production. The issue was identified by healthcare professionals during goods receipt; the product was not in use. The leak in cap/port was not visible after filling nor during packaging. The leakage was first visible during customer receipt. The event occurred two times between (B)(6) 2025 and (B)(6) 2025. An action to ensure a tight seal on the cap was agreed to solve the issue, however the number of incidents increased. Photos of the sample have been received. Associated complaints documented on (B)(4). There was no patient involvement.

Manufacturer narrative:
B3 - date of event: various dated between 01-jan-2025 and 17-jul-2025. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.